Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the dome was broken from ECG b. He root cause for the broken dome was physical abuse. There was no adverse event that resulted from the damaged belt.